Event description:
Revision surgery due to baseplate loosening after a pt fall in 2008. Baseplate never incorporated.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose baseplate as a result of a fall 1.8 yrs after prior surgery. The explanted device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. Complaint history indicates this is the 34th complaint for this part #, the second for this lot #. The other complaint was for a broken central screw.